Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator the patient was experiencing hypoglycemic symptoms. The reported glucose values fall within the b zone of the parkes error grid after treatment in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. The reporter, the patient's wife initially called in on (B)(6) 2025 to say that the patient device "was not working", the call then got disconnected. Of note the patient has alzheimer therefore the wife was assisting the patient. On (B)(6) 2025, the reporter called back stated that the patient experienced inaccurate cgm readings on (B)(6) 2025 and needed assistance on how to fix the issue. During this time the reporter mentioned the patient was admitted to hospital, the bg reading was around 40 mg/dl and the patient was experiencing hypoglycemic symptoms. The patient reported to over treat with insulin, 40 units if the bg is under 200 mg/dl and then 50 insulin units if the bg reading is above 200 mg/dl. The patient was feeling belligerent, agitated, confused, not knowing where he was, which made him not normal in his behavior. He was taken to the hospital by the wife, the cgm reading was 253 mg/dl and the bg reading was 153 mg/dl. The patient was treated with "sugar water" (no information if IV or oral). The patient was admitted for observation for 2 days and then moved to respite care for 5 days. He was released on (B)(6) 2025. While in the hospital, he was treated with amaryl oral 2mg twice a day and no longer used the dexcom product, rather he was just performing manual bg readings. The insulin injections were reduced to 35 units at night instead of 40 and 50 units. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator the patient was experiencing hypoglycemic symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.